Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2138-70 (B)(4) description: linear lead, 70 cm with pre-loaded 0.012 inches stylet visual inspection of both of the leads revealed both lead bodies had a pronounced kink from the distal end, where the leads appear to have been sutured. All cables were broken/severed at this spot. This appears to have been caused by fatigue possibly coupled with postural changes/movements.

Event description:
Analysis of returned leads confirmed that the devices were damaged. The patient had reported not feeling any stimulation. X-rays confirmed lead migration and high impedances were also noted on all contacts. The physician replaced the patient's leads with new leads and the patient is doing well.